Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement procedure due to an infection. The patient was doing well postoperatively, and the explanted device was not returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.